Manufacturer narrative:
Due to characterization limit e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump(iabp) had an auto seal alarm issue. Patient was involved but no harm was reported.

Manufacturer narrative:
Updated fields: b4, b5, d9,d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions,medical device ¿ problem code ), h11 initial reporter complete name-(B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. Upon inspections, fse could not replicate an auto fill error. Unit was tested and passed all functional tests. Unit was returned back to the customer.

Event description:
It was reported by the customer that during use on patient the cardiosave intra-aortic balloon pump (iabp) has an autofill failure issue. There was patient involvement and no patient harm reported.